Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7072990. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7073253.

Event description:
It was reported that the patient experienced lead migration and inadequate stimulation. X-rays were taken to confirm the lead migration and the patient's device was reprogrammed. The patient underwent a revision procedure and only the leads were repositioned. The patient is doing well postoperatively.